Event description:
It was reported to philips that during preventive maintenance service the philips field service engineer noted the power supply was not charging the backup battery. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 10/07/2015. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
It was reported to philips that during preventive maintenance service the philips field service engineer noted the power supply was not charging the backup battery. There was no reported patient involvement.